Event description:
It was reported by customer that in cardiosave intra aortic balloon pump (iabp), the screen was not lit when it was turned on, it was found that there was a problem with the screen motherboard. There was no patient involved.

Manufacturer narrative:
Due to character limit:e1(event site address) no. (B)(6). Updated fields:b4,b5,e1(event site address)g3,g6,h2,h11.

Event description:
It was reported that during inspection the cardiosave intra-aortic balloon pump (iabp) screen was not lit when it was turned on, it was found that there was a problem with the screen motherboard. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, b5, b6, d1, d4, d9, g3, g6, h6 (type of investigation, investigation finding, health impact, conclusion), h11. Due to character limitation e1(event site phone): (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit and was able to confirm the reported malfunction. The fse recommended for the motherboard to be replaced but the recommended adjustment was not made. The failure analysis and testing dept. Received part number 0670-00-1182 rev. F, sn (B)(6) 26_spv with a reported unit failure of the screen not powering on. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Confirmed the screen was unable to power up. Sending the board to the supplier for failure analysis per procedure number (B)(4).

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 (health effect ¿ clinical code), h11. Corrected field: e1(initial reporter, event site telephone), h6(component code). Due to character limitations in e1 (event site telephone), (B)(6).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that in cardiosave intra-aortic balloon pump (iabp), the screen was not lit when it was turned on, it was found that there was a problem with the screen motherboard. There was no patient involved.